Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an armada 35 dilatation catheter was advanced to an unspecified artery without reported issue. Inflation was attempted; however, while injecting saline, a hub leak was observed. The balloon failed to inflate and another device was used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported leaking when the device was pressurized. The leak was due to a crack in the side arm. A review of the complaint handling database found no similar incidents from this lot reported for cracks in the side arm. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. Av conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
Subsequent to the previous medwatch report filed, the additional information was received: an armada 35 dilatation catheter was advanced to the subclavian artery lesion without reported issue. The balloon failed to inflate and a hub leak was noted.